Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("had her essure removed") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical devce removal. Further company follow-up with the lawyer is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had her essure removed') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the weight increased was resolving. The reporter considered medical device removal and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media record received. Event weight gain. Outcome for weight gain was recovering. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had her essure removed') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("weight gain") and experienced procedural pain ("bit of pain after removal"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal and procedural pain outcome was unknown and the weight increased was resolving. The reporter considered medical device removal, procedural pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical devce removal. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Event bit of pain after removal was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had her essure removed') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("weight gain") and experienced procedural pain ("bit of pain after removal") and pelvic pain ("in pain all the time"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, procedural pain and pelvic pain outcome was unknown and the weight increased was resolving. The reporter considered medical device removal, pelvic pain, procedural pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: new events: ¿in pain all the time¿ event added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.